Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the slow leak on the steerable guide catheter. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The steerable guide catheter (sgc) was advanced across the septum. The first clip delivery system (cds) was advanced through the sgc and the first mitraclip was deployed without incident. The cds was removed. A second cds was advanced through the sgc to further reduce the mr, but once the cds exited the sgc into the left atrium, a slow leak was noted on the hemostatic valve of the sgc. Attempts to tighten the seal between the cds and sgc were attempted by repositioning the cds, but this did not work. The slow leak continued. The sgc was not removed and replaced to avoid loss of the transseptal access to the left atrium. Since there was no impact to the patient's oxygen saturation and hemodynamics, the mitraclip procedure continued on with the same sgc and cds. The second mitraclip was implanted reducing mr to grade 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific quality issue from this lot. A definitive cause for the reported steerable guide catheter (sgc) leak could not be determined. It should be noted that the mitraclip nt clip delivery system instructions for use states, do not use device if damage is detected. Use of damaged product may result in air embolism, vascular and/or cardiac injury. In this case, the physician continued to use the sgc after the leak was identified. There is no indication of a product quality issue with respect to manufacture, design or labeling.